Event description:
Involved in a critical incident. Initially reported as "could the dose have been delivered 3-4 hours earlier than the rate setting?" Questionnaire completed and returned to smi by fax in 2004 - further details as follow:- care home. >6 stones - pain from pheumatoid arthritis. 20ml luer lock plastipak bd syringe. Set to 02mm per hour. 10mgs diamorpohine in water for injection 20ml syringe measured at 48mm (approx 14 mls in total). Only reported as one of the possible causes for the infusion going through too quickly. The pump was set up in 2004 at 10:30am to complete in 24 hours completed at 10am on the following day. Recharged and set up again at 10:30am but infusion completed in 20hrs 30mins. Reported by care staff at 10am the following day. Pt died later that night but not due to possible fault with pump. Death was expected. Signed by health professional. Review of info now changes complaint to a reportable incident. Syringe driver under investigation.